Event description:
A trilogy 200 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, two ventilator service required codes were found related to both speakers failing. The manufacturer's service technician observed the ventilator service required codes in the device's event log. The technician recommended replacing the device's speakers to address the error codes. Additionally, the front enclosure needs to be replaced due to damage. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is required.